Manufacturer narrative:
Follow up #1 04/24/2017 device evaluation: in q1 2017 there were 4 additional instances of call service 052/053/054/055 alarm failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 40 allegations of a malfunction, 15 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to transceiver flex torn or flex connector not fully seated. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
This report summarizes <noe> 40</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a cs 052/053/054/055 sleep issue. These reports were received from various sources. The patients associated with this allegation ranged from 6-79 years of age and between 44 and 218 pounds. Of the reported patients, 22 were male, 17 were female, and 1 was unknown.